Manufacturer narrative:
Based on the hospital's user facility report which states that "it is unclear that the device was implicated in the outcome" and with the device having been buried with the pt, the MFR now believes that this event is no longer MDR reportable. However, the MFR reviewed mfg records which revealed that the device met all applicable specifications upon MFR. There is no evidence showing that the device was a possible cause for the reported complications. Based on the info available, no conclusion can be drawn as to the cause of this event. No further info is available. The MFR is now closing its file on this event.

Event description:
Nurse stated that the pt's death was device related. Pt has a large post frontal intracerebral hematoma and stroked on 10/8/1996. The pt was anticoagulated then bled and died.